Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 430 mg/dl while wearing the pod between 4 and 24 hours. Patient activated the pod on (B)(6) at 12:30pm, the pod was fine, went to bed that night and woke up the next day with bg levels at 340 mg/dl and patient tried to correct it with a pen. When removed from the infusion site (leg), the pod's cannula was found a little bent. Patient felt very ill and chest was feeling very tight. As treatment, patient gave an extra shot, a new pod was applied and patient made corrections all afternoon. Recent setting changes was made on (B)(6) with the educator on when the patient should use temp basal rates during the day and carbs when patient is drinking coffee in the morning. On (B)(6) the patient¿s doctor adjusted he basal rate. Patient uses skin tack.